Manufacturer narrative:
H6. Imf code f12 was updated to f1205. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient condition had improved and was doing well.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) on 2021-feb-18 indicated the patient recently had a catheter revision and when they did a dye study they saw the drug was leaving at the connection point. The rep was going to the case to revise it. Additional information was received from a healthcare provider (hcp) via the rep on 2021-mar-09 and regarding the reason/cause of the first catheter revision it was unknown. It was clarified the dye study previously reported above was done on (B)(6)2021 and a second dye study done on (B)(6)2021, because surgery felt like the ir¿s first dye study showed no leak but peristalsis. The second dye study was done with CT and it was determined there was no leak of the catheter, and therefore the catheter revision was canceled. It was reported the event was resolved and no surgical measure needed at this time. No revision was necessary, and the pump and catheter were still active.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member, healthcare provider) regarding a patient who was receiving baclofen, 2000mcg/ml at 515mcg/day and also noted as liorsal 2000mcg/ml at 515mcg/day via an implantable pump for intractable spasticity. It was unclear which type of baclofen was being delivered at the time of the event. It was reported that the patient had their pump replaced early (B)(6) 2021 for normal eol (end of life) battery longevity and since that time the patient has had unexplained stiffness, spasticity and clonus. The healthcare provider stated about a day after the pump was implanted they had taken out the medication and put in new medication with the same concentration and left the dose the same since the patient was having severe withdrawal. Per the reporter the reason they did this was to start with a fresh batch of medication and rule out the medication being a bad batch. The reporter wanted to know how long it would have taken for the new medication to reach the tip of the catheter. The agent reviewed it would have taken about 41 hrs to reach tip of catheter (0.194 ml catheter+ 0.244 ml pump tubing= 0.438 ml ã· 0.257 ml/day = approx. 41 hrs). Per the healthcare provider they had replaced the lioresal in the pump and today they did an enhanced CT dye study and that was normal. After the dye study, they gave the patient a 20 mcg bolus and a priming bolus was not done. Per the reporter, the prime was not done and the patient had not received any therapy from the therapeutic bolus of 20 mcg (0.01ml) (tcv 0.194ml). The pump has been infusing at the simple continuous rate for the past 2.5 hrs and now the healthcare provider wanted to prime the catheter and give the patient a 20mcg bolus. Volume infused 0.0368ml. Tcv 0.194ml - 0.0368ml = 0.157ml left to prime. The healthcare provide would do the priming bolus first, monitor the patient and then give a 20mcg single bolus. Additional information was received on 19-feb-2021 that reported according to the patient¿s mother, the patient has been showing signs of withdrawal since the patient¿s pump was replaced on (B)(6) 2021. A dye study was performed on (B)(6) 2021. That dye study was misleading and looked to show a leak at the anchor site. When neurosurgery looked at the x-rays they disagreed and had a dye study with CT done. This CT study was also (B)(6) 2021. The CT with dye showed no evidence that there was a leak. A roller study was also done at the time of the first x-ray, under fluro. The rollers rotated as expected. It was determined that the patient¿s catheter and pump are functioning normally. The patient is being referred to his managing doctor to determine next steps. The issue was not resolved at the time of the report.